Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9004516. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that 5 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had plungers that were difficult to push during use. The following information was provided by the initial reporter: "the first 3 ml of syringe is easy to inject with then it becomes sluggish, so sluggish that you wondered if pvk did not work, which was not the case."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had plungers that were difficult to push during use. The following information was provided by the initial reporter: "the first 3 ml of syringe is easy to inject with then it becomes sluggish, so sluggish that you wondered if pvk did not work, which was not the case."